Event description:
The pt is a 60 year old white female who has a history of bilateral subcutaneous mastectomy with subpectoral implant reconstruction in 5/82. Using the 275cc implant. The pt immediately experienced pain in the left breast. The left breast then continued to develop capsular contracture. The pain has continued to the present time, and now has included the left shoulder. She was diagnosed with grave's disease in january of 1993 and went on to treatment for that with radioactive iodine and synthroid. She has also had fatigue for years and the fatigue has continued to the present time. Physicial examination shows a class iii contracture on the right and a class iii to IV contracture on the left. The left has a much greater contracture. The xeromammogram and ultrasound examinations show that the right is definitively ruptured intracapsularly and the left is probably ruptured as well. The capsulectomy is medically necessary because the capsule contains silicone which the pt may be reacting to. In addition the capsulectomy insures complete removal of the implant especially when the implant is ruptured.